Event description:
Husband 1st philips dreamstation recalled. Cancer causing. Sent after many months a replacement 2 advanced. Worked for a year started noticing different sound in his breathing and sound of machine and it ran really hot. Well this day just stopped working and no one will help. Ref report: mw5156827.